Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed creatinine (crea_2) test result on one patient sample was obtained on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse drained and refilled the reaction bath, replaced the photometer lamp and ran the lamp check procedure. Siemens is investigating.

Event description:
One falsely depressed creatinine (crea_2) test result on one patient sample was obtained on an atellica ch 930 analyzer. The initial test result was reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 analyzer. The repeat test result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR was submitted to the FDA on 22-aug-2022. Additional information (24-aug-2022): siemens headquarters support center (hsc) reviewed the available information, including an instrument health report, and found there was a potential for foaming in the reaction cuvette after reagent 1 delivery. The instrument health report (ihr) also showed an insufficient mixing error, bleach not detected error, dilution arm abnormal aspiration error and a pressure transducer error on the date of the event. Pre-analytical variables that affect the quality of the sample cannot be ruled out. The cause of one falsely depressed creatinine (crea_2) test result on one patient sample is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6. Adverse event problem codes were updated.